Event description:
It was reported that the user experienced hyperglycemia when their dexcom g7 sensor expired and their supply was exhausted. The customer care agent walked the user through initiating bg run mode pending a replacement sensor from dexcom, with education provided on entering capillary blood glucose values. Symptoms included hyperglycemia reaching 240 mg/dl. Outcomes included the need for manual blood glucose entry and continued pump use without automated continuous glucose monitor (cgm) input. Investigation included customer counseling on bg run mode operation and step-by-step guidance for manual bg entry into the pump. Investigation of this case revealed no device malfunction of the ilet pump and identified an external cgm supply issue leading, user not starting a new sensor, and transition to bg run mode. It was concluded, based on previously established findings for similar reports, that the cause was user operation in response to cgm unavailability due to sensor supply delay.